Event description:
Patient reported right side "rupture and heterogeneous liquid around breast" and "swelling". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4 , a.6 , b.3 , b.5 , b.6 , d.4 , g.1 , h.6.

Event description:
Healthcare professional reported "lobulated contour", '¿discomfort¿ and "hot". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is late onset seroma and rupture. The event of late onset seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rupture and heterogeneous liquid around breast" and "swelling". The device remains implanted.